Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead could not be moved due to a possible screw retraction issue or tissue in the screw. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.